Event description:
Customer reports pt who has been tpn dependent since three months of age experience hyperbilrubinemia and abnormal liver function tests after receiving tpn solution containing baxter's travasol solution. The medwatch report received form the reporting facility indicated in february, 2004, pt was diagnosed with fever of unk origin, rule out viral syndrome and while inpatient developed dic. Their liver function tests became elevated at that time, but became marketedly elevated in sept 2004. Pt was admitted to hosp 2004 for bleeding. Lipids were discontinued from tpn same day. Follow-up info received in 10/04 indicated the pt has a diagnosis of tufting enteropathy and is tpn dependent with tpn cholestasis. Pt was hospitalized in 09/14 for cholestasis and epistaxis (due to previous treatment for choanal atresia). Lipids were placed on hold the next day and the dextrose and amino acids concentrations adjusted. Triglycerides were in the 600's (date unk). The pt underwent mrcp (magnetic resonance cholangiopancreatography) which demonstrated 2 gallstones and no anatomic bile duct obstructions. The pt was discharged home two days later with instructions to hold lipids for 1 month and follow-up with gasteroenterology in 2 weeks.